Event description:
During laminectomy, the attachment became disassembled and a black substance was noticed on the attachment. There was no pt contact with the substance and nothing entered the surgical site. Back up equipment was used and the procedure was completed.

Manufacturer narrative:
Investigation results indicate component failure and corrosion. The internal components revealed debris, which would likely cause corrosion. The component failure was most likely caused by aggressive use. The instructions for use warn against heavy side loads and state that failure to comply may result in pt and/or operating room staff injury. The IFU also provides proper cleaning and sterilization instructions.